Event description:
The patient has a history of nonischemic cardiomyopathy with a qrs duration of 122 milliseconds. He has left ventricular systolic dysfunction with an lvef of 10% in patient's functional left systemic ventricle which is actually his anatomic right ventricle. The patient was seen and examined by an electrophysiology staff physician and deemed appropriate for implantation of an ICD. The lead wire was removed due to high impedance and another lead of the same model was implanted. The patient was discharged home the next day. Manufacturer response (as per reporter) for lead wire, lead wireawaiting response.

Event description:
The patient has a history of nonischemic cardiomyopathy with a qrs duration of 122 milliseconds. He has left ventricular systolic dysfunction with an lvef of 10% in patient's functional left systemic ventricle which is actually his anatomic right ventricle. The patient was seen and examined by an electrophysiology staff physician and deemed appropriate for implantation of an ICD. The lead wire was removed due to high impedance and another lead of the same model was implanted. The patient was discharged home the next day. Manufacturer response (as per reporter) for lead wire, lead wireawaiting response.